Manufacturer narrative:
The specimen was collected in an edta tube and sampled within 2 hours of collection and was stored at room temperature. The customer indicated that this was not the first aspiration of the day generated on the instrument. Controls were run before this event and were within acceptable ranges. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high red blood count (rbc) and platelet (plt) results and low mean cell volume (mcv) results without instrument generated flags from the coulter ac*t 5 diff analyzer. No erroneous results were reported outside the laboratory. The operator reran the same specimen because of the high platelet results, producing results within normal range, which were reported out of the laboratory. The results, provided by the customer. No death, injury, or change to patient treatment was associated with this event.